Event description:
Customer reported not able to test her blood glucose due to a drained battery issue on their freestyle glucose meter. Customer also stated she did not replace new battery. Customer reported experienced symptoms of vomiting and was taken to springs memorial hospital where she was treated with IV glucose and was told to cut back on the insulin. There is no report on diagnosis, death, or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.